Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up in pyxis. A technical support specialist (tss) confirmed that the patient had never been admitted under the visit identifier provided in the customer's example. A review of the system showed that only a discharge message had been sent by epic, and no additional admission, discharge, or transfer messages were found for the patient. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient was not appearing in pyxis. There was a patient in unit ghemo who was not showing up in the shg hemo pyxis for an unknown reason. The customer confirmed that messages related to the patient check in (admission) had been sent to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.